Event description:
Procedure: low anterior resection. According to the reporter: on the second firing, an abnormal sound was heard. The black return knob would not return, so incision was done to remove the device. The instrument was resected from tissue. Oozing bleeding was reported as under 200cc.

Manufacturer narrative:
.